Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd angiocath plus¿ i.v. Catheter 20ga x 1.16in foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: foreign material in angio cath 20g.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 10-aug-2022 h.6. Investigation summary: one photo and one actual sample in open packaging were received by our quality team for evaluation. The photo and sample were subjected to visual inspection. A piece of white, loose, paper-like foreign matter was observed on the catheter tubing. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The results indicated that the spectrum matches reasonably with that of cellulose. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the foreign matter type, an investigation was conducted to identify the potential foreign matter sources. All the personal protective equipment (ppe) and production materials used in the production area were loosed into to identify those with similar characteristics of the foreign matters. The top web paper was found to have a similar appearance (white, paper-like, could be torn into small pieces) with the foreign matter. Based on the ftir, it is made of cellulose, which has a high matching percentage with the foreign matter. The top web paper was used in the packaging line, which was not in close proximity with the main assembly line where the assembled needle was produced. The assembled needle was covered with the needle cover at the end of the assembly process, before flowing to the packaging line. Therefore, it is unlikely that the foreign matter source was the top web paper from the manufacturing line. Upon further review on the returned sample, it was observed that the unit package was opened not through the peel tab area, but a through a tear on the top web at the vent plug area. So, it was very likely that when opening the unit package, the user popped the product out of the top web at the vent plug area instead of by opening through the peel tab. The torn top web was observed to have a similar edge appearance to the foreign matter, with some long fibers extending from the torn edges. Therefore, it was very likely that when the user tore the top web when opening the unit package, small particles of the top web paper were discharged. After the needle cover is removed, the small paper particles could land on the catheter tubing of the device.

Event description:
It was reported while using bd angiocath plus¿ i.v. Catheter 20ga x 1.16in foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: foreign material in angio cath 20g.